Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and the reported event with the instrument could not be replicated or confirmed. The instrument was functionally tested on an in-house system and successfully passed initialization. The instrument passed recognition and engagement testing on multiple attempts and demonstrated intuitive motion with full range of motion in all directions. The jaws opened and closed properly, and the instrument successfully completed the cut test without issue. Visual inspection identified a loose grip cable at the proximal end. Further backend inspection revealed no evidence of cracked or damaged components, including the clamping pulley, input disk, input shaft, or any other mechanical features that would account for the loosened cable. The probable root cause of the loose grip cable is attributed to component susceptibility to damage through external collisions or during use. A loose grip cable can prevent the grips from fully closing, leading to the instrument failing self-test/homing (initialization) or causing low torque errors.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument moved poorly. The procedure was converted to another system with no reported injury.